Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-9004-35 serial#: (B)(4) model description: the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the pocket site. The patient's symptom included swelling. The physician explanted the ipg and two m1 connectors. The patient was re-implanted, reprogrammed, and prescribed antibiotics. The new system is working properly.